Event description:
It was reported that there were alerts triggered for atrial bipolar lead impedance, rvtip to rvcoil lead impedance, rv defib lead impedance and svc lead impedance. The right atrial (ra) lead exhibited high pacing impedances, variable pacing impedance, lead noise, and increasing atrial threshold. A lead fracture is suspected. Additionally, the right ventricular (rv) lead exhibited high and undefined impedances for pacing impedance, rv coil impedances and svc (superior vena cava) coil impedances. It was noted that non-physiological artefacts were observed and all vectors involving the rv coil showed sudden and high jumps in impedance. A lead fracture is also suspected for the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6944-65 lead implant date; (B)(6) 2009 ; ddbb2d1 ICD implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend of the atrial pacing lead was variable, the atrial pacing capture threshold was rising, and oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.